Event description:
It was reported that the patient has expired after an implant duration of approximately 0.60 months. Per the information received from the health-care provider, it was learned that the patient expired due to mesenteric ischemia and stroke s/p avr. Per the patient's discharge summary: this patient is an (B)(6) patient who underwent surgery for aortic stenosis, atrial fibrillation, coronary artery disease and gastrointestinal bleeding on (B)(6) 2010. The patient postoperatively suffered a large stroke. He underwent CT scans and then was seen by neurology and then neurosurgery. He underwent neurosurgical procedures to relieve the intracranial pressure. Unfortunately, the patient expired on (B)(6) 2010.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax and phone, additional information, a copy of the patient's discharge summary and death certificate were received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.